Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "risk of alcl" and rupture on the left side. Healthcare professional later reported patient felt "pain, tightness, and some swelling" on the left side. The device has been explanted.